Event description:
Reportedly the pt had femoropopliteal bypass surgery in 2005. Five days later the pt was brought back to repair internal bleeding in the leg. The graft and suture were found to be broken. The graft was repaired. The next day the pt was brought back for additional repairs to the graft, not related to the suture line. No additonal info could be obtained.